Event description:
Complainant alleged that during a shift check, the lcd display of the autopulse® platform flickered sometimes and would not show anything. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Please note that the platform in complaint was returned to zoll (B)(4). Zoll (B)(4) confirmed the customer's reported complaint. Investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Visual inspection of the returned platform shows that the lcd was flickering. It was found that the display board was at fault. The physical damage found during visual inspection confirmed the reported complaint. The damage appears to have been normal wear and tear (autopulse manufactured in 12/2010). A review of the autopulse archive was performed and the archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the platform passed the functional test. Based on the investigation, the part identified for replacement was the display board. In summary, the reported complaint was confirmed during visual inspection. The fault was found to be due to a defective display board. Upon replacement of the part, the platform was re-evaluated through functional testing and the platform passed all testing criteria.